Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-23583. The patient reported she experienced uncomfortable heating while charging her ipg. The patient stated she has to frequently stop charging to allow the pocket site to cool. In addition, the patient stated this issue had been on going since her implant. The patient was sent a replacement charging system to address the issue. F/u info revealed the patient's heating while charging issue has resolved. On 08/01/2012 st. Jude medical, neuromodulation division, set field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.